Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Analysis of performance data showed measurement system lockup resulting in unclearable eri (elective replacement indicator). A single unit was repaired but no other devices were repaired.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device indicates it is at eri (elective replacement indicator) and cannot be programmed out of it. A magnet test was normal with a rate of 85 bpm and it was suspected the device is not trully at eri and the battery is okay. Vvi 65 pacing is available. The device remains in use. No patient complications were reported as a result of this event.